Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 0154889. Medical device expiration date: 2020-11-16. Device manufacture date: 2020-06-02. Medical device lot #: 0154891. Medical device expiration date: 2020-11-28. Device manufacture date: 2020-06-02. Medical device lot #: 0154878. Medical device expiration date: 2020-11-14. Device manufacture date: 2020-06-02. Medical device lot #: 0125853. Medical device expiration date: unknown. Device manufacture date: unknown. Medical device lot #: 0125853 was reported, however, this is not a lot# manufactured for this product #. FDA notified?: the initial reporter also notified the FDA on 07/06/2020 via medwatch # mw5096799. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 the customer stated they noticed an increase in false positive results. Confirmation testing was performed and the results were negative. The event was reported to the FDA via mw5096799. There was no indication of patient impact. (B)(4).

Event description:
It was reported that while testing for sars-cov-2 the customer stated they noticed an increase in false positive results. Confirmation testing was performed and the results were negative. The event was reported to the FDA via mw5096799. There was no indication of patient impact. Eua (B)(4).

Manufacturer narrative:
H.6. Investigation: the complaint investigation for discrepant results when using the bd max sars-cov-2 reagents (ref# 44500301) and the reported lot#'s was performed by the review of the manufacturing records, analysis of the customer¿s data and verification of complaints history. Review of the manufacturing records indicated that the lot was manufactured according to specifications and met performance requirements. Customer reported a high false positive rate while using multiple lots of bd sars cov-2 reagents for bd max system. Customer provided the database from instrument ct1701 for investigation. Analysis of database from ct1701 revealed a high level of cov2 positive results (27.25% of the samples tested). Since customer did not identify which of the sample was discrepant, several runs randomly selected were analyzed. The analysis was performed by type of positive results: samples being n1 and n2 positive, samples being n2 positive only and samples being n1 positive only. Manual pcr curve adjudication was conducted across several runs randomly selected. Manual curve adjudication has limitations; visual examination of pcr curves for low signal and/or aberrant curve geometry is an extremely conservative assessment of the data. The pcr curves of samples being n1 and n2 positive look like real positive samples and no issue was detected. When analysed by kit lots, various rates were observed. Based on the data verified, the positive result rates are unrelated to specific bd sars cov-2 lots used. The pcr curves of samples being n2 positive only (n1 neg or unr) show a pattern that is caused by system-induced noise but do not correspond to true positive results. This version of the assay was not robust to system-induced noise and therefore modifications were made to the assay (cut-off change for n2 in concert with a chemistry modification of the n1 and n2 probe) to remediate this issue. Finally, the pcr curves of samples being n1 positive only (n2 neg or unr) indicated various patterns, some associated with low amount of positive targets indicative of a low positive result and others with fluorescence anomalies. Various causes for those anomalies could explain the results, including interfering substances in the samples. Bd was unable to identify a root cause. There is no indication of an increase in complaints for discrepant results for bd max sars-cov-2 reagents lot 0154878. The root cause was not identified for all discrepant samples however, one pattern identified for samples being n2 positive only was previously identified by bd as contributing to false positive results. CAPA#1632720 has already been opened to investigate the system induced false positive events and the investigation identified the root cause as higher background fluorescence and non-robust n2 cut-off to system-induced noise in the first version of the assay. Both issues have been remediated in the amended version of the assay. Bd confirms the complaint for samples being n2 positive only based on the investigation that was performed.